Event description:
Home pt (hp) reported experiencing abdominal cramping while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals the hp was diagnosed with peritonitis in 2001. The hp was treated with vancomycin 2 grams weekly administered intraperitoneally. According to the hcp, the hp's status has improved and the hp continues to use the homechoice cycler with no difficulties reported. The hcp relates that he does not attribute the hp's peritonitis episode to the homechoice cycler, however, he does not know what to attribute the episode to.